Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided

Event description:
It was reported that this device was explanted due to product performance issues. No additional adverse patient effects were reported.